Manufacturer narrative:
Article reference: alexis, sophia l., talal s. Alzahrani, deniz akkoc, michael salna, omar k. Khalique, ahmed el eshmawi, aditya sengupta et al. Anatomic classification of mitral annular calcification for surgical and transcatheter mitral valve replacement. Journal of cardiac surgery (2021). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 3 percent at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 8 percent at 30 days, based on the sts risk score and other clinical comorbidities unmeasured by the sts risk calculator). Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a well recognized postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the lvot obstruction could not be determined with the information provided by the authors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article, anatomic classification of mitral annular calcification for surgical and transcatheter mitral valve replacement, from september 2015 to july 2019, 26 patients with mitral annular calcification (mac) underwent tmvr with sapien 3 valves. Six patients underwent a percutaneous transfemoral approach and twenty patients underwent an open hybrid transatrial approach. During the study period, seven patients had periprocedural lvot obstruction based on measured gradients. One of these patients required partial valve frame excision.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this article. Please reference related manufacturer reports 2015691-2021-02838, 2015691-2021-02839, 2015-2021-02840, 2015691-2021-02841.